Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic angiogram. Reportedly, the "valve in distal end of black sheath felt blocked, device wouldn't advance over wire". Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis, which may have helped in determining a root cause for this issue. Abbott vascular (av) reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. The complaint handling database was reviewed and there were similar events identified from this lot. Root cause analysis concluded that the issue is likely due to manufacturing. Av has implemented mitigations to address this issue and will implement corrective actions to prevent recurrence per internal site operating procedures. Av will continue to trend the performance of these devices.